Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he went to the emergency room on (B)(6) 2017 due to a diabetic ketoacidosis. Customer's blood glucose level was 790 mg/dl. The insulin pump was not working and he was taking insulin manually. The customer was really sick. His blood glucose level was treated with an IV and insulin. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.